Event description:
The pump was returned for investigation. Investigation found a damaged/defective battery cap, damaged battery compartment threads, and a dim/discolored display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed power reboot occurrences. Investigation found that the threads on both of the battery compartment and the battery cap were stripped, the coin slot on the battery cap was damaged and the battery cap contact height was out of specifications. The battery cap was unable to secure onto the pump but the pump powered up to a dim and discolored display screen. The pump was exercised for 24 hours without incidents. Investigation did not find evidence of moisture intrusion in the battery compartment or the pump interior and there was no loose component in the pump interior. (B)(6).